Manufacturer narrative:
Expiration date: 12/2020. Manufacture date: 01/2016. (B)(6). Based on the available information, this event is deemed to be a product malfunction. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complainant reported "an issue related to the irrigation tube. It seems that the tube 'blow up'." Patient was admitted to hospital with neurological disease. Indication for device use was not provided. The device had been in place for twelve (12) days before the irrigation tube issue was noted. "During normal irrigation, the irrigation tube became, swollen and 'exploded'." No patient harm occurred.

Manufacturer narrative:
A batch record review indicates no discrepancies. Review of four retain samples (4 fms devices) for lot number 16fm0401 shows that the appearance of the balloon/inflation port, catheter body and valve function are normal. Complaint simulation testing of four retain samples (4 fms devices) for lot number 16fm0401 shows that no blockage or leakage or tube bulge occurs in the balloon inflation process. After injecting water at the irrigation port, no obstruction or bulge situation was observed. However, when the irrigation cavity is blocked intentionally, the cannula expands and ruptures when continuously irritating air into the irrigation port. However, obstruction of the irrigation cavity by the patient's fecal [matter] could make the irrigation cavity function fail. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).